Event description:
On 3/9/98, was called by another hosp's risk mgr, who reported that PICC line guidewire piece (3cm) was found in pt's pulmonary artery. A PICC line was inserted at reporting hosp on 5/21/97. Unclear as to whether this line was involved.